Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) /2013. The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, catalog number, and implant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Abdominal pain and retch are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of abdominal pain and vomiting as follows: "pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system."

Event description:
Company rep reported a lap-band system for which the "tubing had disconnected from port." Event was first noticed when the pt stopped losing weight. The lap-band port was explanted and replaced. Add'l info: healthcare professional reported pt had complained of "intermittent abdominal pain" and "surgery to reconnect port to tubing x2." First revision surgery was to "reconnect port." On a later date, surgery was done to "replace [and] reconnect port" due to "history of [lap-band] surgery, with symptoms including loss of early satiety, intermittent abdominal pain, and retching."